Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that prior to the procedure, the navigation system was turned on but was turned off without any notice. It was stated that the cause if the issue was the power connector inside was disconnected. There was no patient present when the issue occurred.